Manufacturer narrative:
Customer contact informed ge healthcare (gehc) that patient identifier information is not available. Gehc recommended to the hospital to replace the high performance display central processing unit. Customer contact informed ge healthcare (gehc) that patient identifier information is not available. Gehc recommended to the hospital to replace the high performance display central processing unit.

Event description:
The hospital reported that, during a case, the display went blank and ventilation stopped. The clinician reportedly replaced the anesthesia machine. There was no reported patient injury.